Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine pulse generator exchange, the right ventricular lead was found to have externalization. This was confirmed via fluoroscopy. The lead was capped and replaced during this procedure on (B)(6) 2019, and the patient was stable post-procedure.